Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2018 during a regular follow-up, the pacemaker was found in standby mode. The device was then re-initialized and the parameters were reprogrammed accordingly. Reportedly, the patient had not received any strong electromagnetic interference or particular therapy. Preliminary analysis confirmed the reported event, that most probably occurred during the follow up on (B)(6) 2018. The root cause of the event could not be identified.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, on (B)(6) 2018 during a regular follow-up, the pacemaker was found in standby mode. The device was then re-initialized and the parameters were reprogrammed accordingly. Reportedly, the patient had not received any strong electromagnetic interference or particular therapy. Preliminary analysis confirmed the reported event, that most probably occurred during the follow up on (B)(6) 2018. The root cause of the event could not be identified.